Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3+, long posterior mitral leaflet (pml), flail, and aortic hugger. A mitraclip xtw was inserted and deployed on the mitral valve. However, the first clip had partially detached from the posterior mitral leaflet (pml) and remained fully attached to the anterior mitral leaflet (aml) (partial clip detachment). To stabilize the partially detached clip, a second mitraclip was inserted and deployed on the mitral valve, reducing mr to a grade of 1+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided and per the physician, the reported migration (partial clip movement) is due to anatomy of the valve (patient conditions). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.